Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery (cfa) after a diagnostic procedure. The cfa was described as having some calcification. Reportedly, during knot advancement the suture broke at an unspecified location. Manual compression was applied to achieve hemostasis. The patient was reported to be doing fine. Though requested, no additional information was provided.